Event description:
This lead was capped due to high impedance measurements of > 3,000ohms. An insulation break is suspected. Should additional info become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.